Event description:
It was reported that the customer had replaced the reservoir and catheter the day before. The pump triggered a no delivery alarm the following night. Customer was hospitalized with high blood glucose of 600 mg/dl. During the hospitalization, the nurses replaced the catheter and reservoir and the same issue occurred again. The infusion set was changed and the issue was resolved.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.